Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue of "delivering over set vtbi" was not reproduced. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was tested for flow rate accuracy and the test resulted in 41.214ml (3.035% accuracy error) which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.